Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 43 sn received as unexpected returns for dim segments. There was no patient involvement.

Event description:
It was reported that 43 sn received as unexpected returns for dim segments. There was no patient involvement.

Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on 40 out of 43 returned boards. The returned display board assemblies were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 40 out of 43 lvp display board assemblies exhibited dim segments. 3 boards could not be tested due to channel errors 210.6041 and 211.2000 displaying once the cad pcu was powered on. Channel error 210.6041 indicates a display failure due to a defective display. Channel error 211.2000 indicates a keypad processor communication error. Risk assessment dir: 10000285368 reports dim segment issue associated to faulty component of the seven segment display. There was no patient involvement (npi). Device inspection: the customer returned 43 lvp display board assemblies (qty 41 p/n tc10004754, qty 1 p/n tc10010208, qty 1 p/n tc10010762) in individual esd bags each with a note written with a serial number suspected to be the lvp from which it came from. Visual inspection was performed and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 05jun2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 20oct2020 and indicated that this device has been previously returned for service one time on 05sep2014 for an issue unrelated to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text: only display boards were provided for the investigation.